Manufacturer narrative:
The customer reported that the central nurse's station (cns) had shutdown and it will not turn back on. The customer verified that the cns was connected to the ups. No patient harm was reported. Nk technician advised the customer to plug the cns into an outlet on the wall to see if that makes the cns turn on and it did not. Nk technician advised customer that the issue means there is a power issue/hardware issue with the tower itself and that the device is at the end of life so it cannot be repaired and will need to be replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported that the central nurse's station (cns) had shutdown and it will not turn back on. The customer verified it was connected to the ups. No patient harm reported.